Event description:
A report was received from a patient indicating that over the previous 3 weeks he had experienced a corneal ulcer shortly after inserting a fresh set of o2optix contact lenses which required aggressive treatment with fortified antibiotics. Lens wear was resumed today with a reoccurrence of same symptoms as previously experienced as before ulcer was diagnosed; foreign body sensation, redness and hazy vision. Follow up information received from the patient on (B)(6) 2011 indicated he was referred to a corneal specialist after 3-4 days of treatment by the primary eye care provider. The event has resolved and he stated he is "fine". He has resumed contact lens wear. Follow up information received (B)(6) 2011 from the primary eye care provider indicated patient experienced pain upon insertion of left lens 3 days on (B)(6) 2011, but continued to wear the lens. He presented on (B)(6) 2011 with severe foreign body sensation and moderate redness, left eye. Examination revealed a left eye marginal corneal ulcer, 3-4mm size, located 3-4 o'clock, 1 infiltrate, and moderate corneal staining. No medication prescribed. Follow up scheduled in 3 days.

Manufacturer narrative:
At (B)(6) visit vesivance qid and zymaxid qh were prescribed. Next day visit - instructed to continue meds and return in 2 days. Next visit performed by different eye care provider who instructed to continue meds and referred patient to corneal specialist due to lack of resolution. Patient has not been seen for any further visits since referral. Extensive preexisting history of contact lens overwear reported. Records from corneal specialist were provided which indicated event was most likely bacterial. A different manufacturers lens (acuvue oasys) was noted as habitual lens and clear care lens care solution. Culture performed. Fortified cefazolin and tobramycin drops q2h around the clock and symaxid drops prescribed to provide extra coverage for possible pseudomonas. No contact lens wear and rto next day. Next visit 8 days later at which fortified antibiotics stopped, continue zymaxid. Rto 5-7days. No contact lens wear. On (B)(6) 2011 visit indicated event resolved, meds stopped. Instructed to return to primary ecp for cl fitting prior to resuming lens wear. Manufacturing investigation of lot is pending. (B)(4).